Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, per complaint details, a tka revision was performed due to an unspecified infection, swelling, and fever approximately 2.5 months post implantation. It was communicated that the requested clinical documentation was not available. Reportedly the unspecified infection was the root cause of the revision; however, the source of the infection remains unknown. The patient impact beyond the reported swelling, fever, infection, and subsequent revision to competitor components could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. An historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that after a tka surgery had been performed on (B)(6) 2021, the patient experienced infection, swelling and fever from primary surgery. This adverse event was solved by doing a revision surgery to extract jrny ii bcs xlpe art isrt sz 3-4 lt 9mm (case- (B)(4)), jrny ii bcs femoral oxin lt sz 3 (case- (B)(4)), journey tibia base np lt sz 3 (case-(B)(4)) and gns ii biconvex pat 23mm (case- (B)(4)) on (B)(6) 2021 and implant competitor implants. The current health status of the patient is unknown.